Event description:
This bed-wetting alarm has never worked properly. Not even 1 night. In the last 8 nights we used it, it has only been a problem for my little girl. We have followed all instructions and used the alarm as directed. Every night, we set it up and next morning my daughter would wake up wet. 3 days later, she had a red patch on her neck. We thought it was a reaction to the plastic on the case and wiped it with alcohol wipes. But that didn't go away. After a total of 5 nights, she had bigger patches and on the last night, when I went to her room, I checked on the alarm and it was hot. The hot alarm somehow was burning her in sleep and she would not know about it. It is no surprise that she has the red burns on her neck. This is not how the product is expected to work. It is unreliable and dangerous for my (B)(6) daughter. We are nervous to use a bed-wetting alarm ever again.